Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an ercp procedure within the pancreas on (B)(6) 2010. According to the complainant, after the stent was released inside the patient, it was found that the proximal end was abnormal; the stent was "over expanded and formed some speculate thorn." The physician had concerns that the intestine would be infected; therefore, he removed the stent and implanted another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) stent failed to expand. (B)(4) sharp points on stent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an ercp procedure within the pancreas on (B)(6), 2010. According to the complainant, after the stent was released inside the patient, it was found that the proximal end was abnormal; the stent was 'over expanded and formed some speculate thorn.' The physician had concerns that the intestine would be infected; therefore, he removed the stent and implanted another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination found that the stent was deformed on both ends, with several of the stent wires uncrossed and damaged. Additionally, the stent was kinked towards the center of the body. The condition of the returned device was consistent with the complaint event. The most probable root cause is considered to user/use error. The directions for use indicate that the wallstent biliary endoprosthesis is for use within the biliary system; however, the complainant indicated that the stent was implanted within the patient's pancreas. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.